Event description:
The dentist reported a screw fracture inside the implant, and was not able to remove the screw portion from the implant. The implant was removed.

Manufacturer narrative:
Additional information: one implant has been returned for review. White residue remained on the external surface of the implant. The internal hex of the implant has been damaged. The remaining portion of the fractured component has not been returned for review. Evidence of a stuck component was identified within the implant. Review of product returned confirmed the implant was a nint413 and not a nt413 as reported by the complainant when compared to the drawing. Visual comparison to the drawing did not provide indication of a manufacturing deviation. The lot number for the screw or for the implant was not provided and therefore the device history record reviews could not be completed. A definitive root cause has not been determined.